Event description:
The customer reported via phone call that their insulin pump had a motor position encoder error alarm. The customer's alarm history also showed several other motor position encoder error alarms occurring. Customer reported their blood glucose was normal and did not require medical treatment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to verify for e70 alarm due to constant motor error alarm. Unable to perform basic occlusion, occlusion, prime/a33, excessive no delivery and displacement test due to constant motor error alarm. No cosmetic damage noted.